Event description:
This pt performance with the cochlear implant was observed to decrease over time and a device integrity test was requested. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to MFR's specifications. Explantation/reimplantation surgery was recommended, but has not yet been scheduled. The healthcare professional was informed that the explanted device should be returned to cochlear ltd.